Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain via a manufacturer representative. It was reported that there was an overdischarged implantable neurostimulator. The stimulation was helping before the battery overdischarge. The patient fell about 3 months prior to the report and wouldn't charge after that. On (B)(6) 2016, the implantable neurostimulator could not be interrogated by the clinician programmer or the implantable neurostimulator recharger. A physician mode restart was performed and then normal recharge. The manufacturer representative was able to clear the power on reset message with their clinician programmer and the overdischarge was resolved on (B)(6) 2016. The patient's medical history includes low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.